Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer stated that the purewick urine collection system was not suctioning the urine of the patient and their bedsore has worsened due to urine continues to soak the bed. Confirmed that the wick was not blocked and that airflow should not be restricted. Performed all applicable troubleshooting, including the cup method; however, the device has no suction. No information was provided if they seek medical intervention.